Event description:
Additional information: it was reported that patient recevied 1 unit of packed red blood cells (prbcs) on (B)(6) 2018. Hemoglobin dropped from 7.4 g/dl to 6.7 g/dl.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 5 months, 16 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018 . It was reported that patient had bleeding. It was reported that the hemoglobin had a downward trend. Patient was transfused with 1 unit or packed red blood cells (prbc) on (B)(6) 2018. Additional information was requested but not yet provided.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. Bleeding is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. Mlp-009382 was shipped with heartmate 3 lvas IFU rev. A (document (B)(4). The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.